Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Date of event unknown / not provided. PMA/510k: k013227.

Event description:
It was reported implant fractured.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsvh11) was reported but not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was completed using applicable instructions for use, risk files and other available information. Functional testing could not be performed due to the nature of the device and event. Pre-existing condition noted on the per was poor bone density ¿ type IV. The reported implant had been placed on tooth #37 (unknown notation system) for approximately 4 ½ years. X-ray & picture evaluation: picture was available with the per form that was emailed ¿ fracture was identified around the implant collar. Appropriate documentation was reviewed. DHR review for the lot (63759511) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (63759511) for similar events and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. The following sections have been updated: g6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes".